Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the patient had  a previously implanted st. Jude 23 mm epic surgical aortic valve with a gradient of 20 millimeters of mercury (mmhg) at implant which had increased to 40 mmhg. The transcatheter bioprosthetic valve was implanted via lunderquist left ventricle (lv) guidewire under pacing at 120 beats per minute (bpm). One recapture was performed. After final release of the valve, an inflow overlap was observed. A post-implant dilation was performed with an atlas balloon under rapid pacing of 200 bpm. When the balloon opened, the valve dislodged into the sinus of valsalva. No coronary occlusion occurred. The valve was snared and held in place. It was decided to fracture the surgical valve  before implanting a second valve. After 5 unsuccessful balloon aortic valvuloplasty (bav) attempts without fracturing the surgical valve, the second valve was implanted successfully. An approximate gradient of 30 mmhg peak to peak was measured. The patient was hemodynamically stable and alive. The physician decided to accept the results and maybe post dilate a second time in the future. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: envpro-14, (lot: 0011719720); product type: 0195-heart valves; product ID: l-envpro-14 (lot: 0011582632); product type: 0195-heart valves. Section d references the main component of the system. Other medical products in use during the event include: brand name evolut r transcatheter aortic valve; product ID: evolutr-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2023; brand name: st. Jude 23 mm epic surgical aortic valve. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6 - method, result and conclusion codes h10 - conclusion: the device history record was reviewed (valve (B)(6)) and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: media files were provided for review of the event description. Patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was provided and confirmed a good load. Media files show an evolut bioprosthetic valve being implanted into a surgical valve. It was reported that the valve was recaptured at least one time and an infold was noticeable with the succeeding deployment. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. Despite the presence of the infold, the valve was released. A post balloon aortic valvuloplasty was warranted in the attempt to resolve the infold. At the beginning of the balloon inflation, the evolut appeared to be below the visible margin of the surgical valve. The balloon caused the valve aortic dislodgment, causing significant regurgitation. The dislodged was snared to the ascending aorta and a new valve was properly implanted. High gradients can be related to valve related factors (degeneration, thrombus, calcification, etc) or non-valve related factors (left ventricular outflow tract (lvot) obstruction, patient pressures, left ventricle dysfunction, etc). The existing surgical valve is a likely contributing factor. However, a conclusive root cause could not be confirmed. The results were accepted with the possibility of a second dilation in the future. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.